Event description:
It was reported to the distributor/manufacturer of lift, by hospital, (B) (4) ot/pt were attempting to lower pt with the hoyer when the staff dialed the button to lower her slightly and the hoyer lowered her just above the floor but did not touch the floor. Three staff numbers were assisting and a fourth came into assist and support the pt. Medical exam done, the (B) (6) pt was not injured but was startled. Distributor/manufacturer will try and get the hydraulic jack back for eval. This is a first time complaint. Sounds like end-user error in dialing the mechanism to lower lift; this step was most likely done to fast which released the hydraulic pressure faster that should be. Per the user manual it states "to lower release knob by turning it counter-clockwise not more than one full turn."